Event description:
This report was received from (B)(6). This is a solicited report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for e. Coli coincident with dianeal pd4 unknown bag therapy (lot numbers not reported). In (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag, once daily, (dose and lot number not reported), intraperitoneally for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized the same day. The patient was treated with injections of vancomycin 1gm daily intravenously (IV), ciprofloxacin 100ml "bd" IV and tobramycin 40mg every other day. The patient was discharged from the hospital on (B)(6) 2011. The patient was treated with vancomycin and tobramycin for a total of 3 weeks and ciprofloxacin until (B)(6) 2011. On (B)(6) 2011, the event of bacterial peritonitis with culture positive for e. Coli resolved. The outcome for the event of break in aseptic technique was not reported. Dianeal pd4 unknown bag therapy was reported as ongoing. The nurse believed the event of bacterial peritonitis with culture positive for e. Coli was unrelated to dianeal pd4 unknown bag therapy, however did not provide an opinion of causality for the event of break in aseptic technique. The nurse reported that the root cause of the bacterial peritonitis was a break in aseptic technique.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.